Event description:
It was reported that a safe state due to low battery reset occurred. The alarm was heard and confirmed by telemetry. The patient experienced opioid withdrawal, flu-like symptoms, and vomiting. The physician was reportedly unable to update the pump and there was also a telemetry issue. The patient was last able to use the personal therapy manager (ptm) on (B)(6) 2015, when the pump reportedly ¿stopped working.¿ the pump elective replacement indicator (eri) was stated to be 36 months. The pump was set to minimum rate mode. The patient was scheduled for a pump replacement due to the ¿stopped pump¿ on (B)(6) 2015. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer via a company representative. The indication for use for the pump was non-malignant pain. The patient¿s medical history included deafness in one ear. It was reported the patient had a ¿faulty internal pain pump which they had to go back in and redo it.¿ in (B)(6) 2015, the patient felt pain and had the pump removed. The doctor told the patient the pump had malfunctioned.

Event description:
[The following information was also previously reported under manufacturer's report #3004209178-2016-01323 but going forward will be included in this manufacturer's report #3004209178-2015-08442.] On (B)(6) 2016, additional information was received from a consumer regarding an (B)(6), female patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported the patient was given a faulty pump. The pump was implanted anyway because "they knew it would not work after a certain time. "That happened in "(B)(6)" with severe pain. The patient was put in the hospital to replace the faulty pump.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found high battery resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.